Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 1061932-2012-02205.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the handheld barcode scanner on the coulter lh 500 hematology analyzer misidentified the barcodes on two samples on two days. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) went on-site to evaluate the instrument. Both the fse and the customer could not reproduce the barcode misidentification issue. The fse inspected the bar code labels and found the labels were good quality.